Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was not displaying a picture during an unspecified diagnostic procedure. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Correction to e4 of the initial medwatch. The initial reporter also sent the report to FDA should be no. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.